Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, new ribbon cable was needed in half height cubie drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and required ribbon cable replacement. A field service engineer (fse) inspected and reseated the cables on each row as well as on the drawer controller board. Following the cable adjustments, the system was tested using the hardware test application (hta) to verify proper functionality and ensure stable connectivity. The system functioned as intended after the field service engineer repaired the device.